Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 45 white reload associated with this complaint. Advanced failure analysis confirmed the reported event and the initial failure analysis findings. The reload was returned with the blade rotated and lodged into the knife track wall. The blade appeared to have stopped forward travel, close to the distal end. During rotation, the knife breached the side wall, deforming cartridge material into the pusher pocket. Procedure logs were unable to be found for the stapler returned with the reload. The reload was disassembled for inspection of internal components, involving cutting off the distal end. It was noted that the shuttle knife seat was cracked and damaged. It appears that during the firing, the knife rotated forwards and to the side, creating a score at the distal end of the knife seat. The proximal face of the knife seat was also found to be broken, likely caused by the force from the base of the knife as it rotated forwards. The shuttle was fully broken to remove the knife. The knife was not found to be damaged.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 30-may-2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: "sureform 45 curved-tip stapler had a missfire while clamped on the pulmonary artery with blade out." Intuitive surgical inc. (Isi) received the sureform 45 white reload associated with this complaint. Failure analysis did confirm the reported event. The reload was found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. The cause of this failure is not established. Additionally, the reload was found to have cartridge damage. The cartridge was damaged in between the knife track at the site of the blade rotation and wedged in between the cover and shuttle. The sureform 45 curved-tip stapler instrument associated with this complaint was also returned to isi. Failure analysis did not confirm the reported event. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. A stapler log review revealed the following: the logs show a sureform 45 curved-tip stapler instrument (part #480545-04, lot #k11250304-0192) was used first and it was installed on the system 9 times and fired 7 sureform 45 reloads (1 white, 1 blue, 4 green, 1 white, in that order). On installs 1 and 3, no clamping or firing was attempted. On installs 2, 4, 5, and 8, the firings were each completed with no pauses for compression. On install 6, the first 5 clamps were aborted by the user. The 6th clamp was successful, and the firing was completed with no pauses for compression. On install 7, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 9, the first clamp was successful, but was followed by a firing failure. The firing stopped after 2 pauses for compression. The instrument was then removed and not used again in the procedure. Next, the logs show sureform 45 stapler instrument (part #480445-06, lot #k13250129-0030) was installed on the system 3 times and fired 3 sureform 45 reloads (1 white, 1 blue, 1 white, in that order). On installs 1 and 2, the first clamps were successful, and the firings were completed with no pauses for compression. On install 3, the first clamp was incomplete, but was followed by a firing failure. The firing stopped after 2 pauses for compression. The instrument was then removed and not used again in the procedure. Next, logs show a sureform 45 stapler instrument (part #480445-06, lot #l10250306-0060) was installed on the system 11 times and fired 9 sureform 45 reloads (1 green, 1 black, 1 white, 1 green, 1 white, 1 green, 1 blue, 1 white, 1 green, in that order). On installs 2 and 4, no clamping or firing was attempted. On installs 1, 3, 5, and 6-10, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 11, the first clamp was successful, and the firing was completed with 2 pauses for compression. The instrument was then removed and not used again in the procedure. There were no relevant stapler related errors in the logs.

Event description:
It was initially reported that during a da vinci-assisted right lower lobe pulmonary lobectomy procedure for a carcinoid tumor, a stapler instrument partially fired on a vessel and would not release. As a result, a vein was torn. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information regarding the reported event: two incomplete staples lines were observed after white sureform 45 reloads were fired. According to the surgeon, the first sureform 45 curved-tip stapler instrument was used without issue prior to the event. After dissecting the pulmonary artery branch to the right lower lobe, the surgeon used a sureform 45 curved-tip stapler instrument with a white sureform 45 reload installed across the artery. There was no tension or excessive tissue within the stapler. As the sureform 45 curved-tip stapler instrument was firing but before the knife and staples actually reached the artery, the stapler instrument stopped firing and began a compression cycle. After the reported compression cycle was completed, an unspecified error was presented, and the stapler instrument was unclamped for removal. A new sureform 45 curved-tip stapler instrument was opened and a white sureform 45 reload was used on the inferior pulmonary vein next instead of the artery. There was no tension or excessive tissue within the stapler instrument. However, the same stapler firing issue occurred, but this time the stapler instrument had already cut across approximately 90% of the vessel before it started a compression cycle and then gave an error message. The stapler instrument was unclamped and removed with immediate compression applied to the vein as there was bleeding from the far corner of the vessel, which was further controlled with a clip. The blood loss was reportedly minimal. The division of two pulmonary artery branches to the lower lobe was completed, first with a handheld stapler instrument by the bedside assistant. Then, a sureform 45 stapler instrument was utilized, which caused no further issues for the rest of the procedure. The patient's hospital course was unremarkable; however, the patient was readmitted for exacerbation of their underlying pulmonary disease that was treated with diuretic therapy. The patient is recovering well.